Event description:
.

Manufacturer narrative:
We have learned from this incident when receiving a copy of the distributor's medwatch report. Neither device was returned for eval nor lot number was provided which made any investigations impossible.